Event description:
It was reported that when the patient removed the needle cap, the cannula came out immediately before applying on skin. It was also reported that the patients blood glucose levels were at 248 mg/dl. Before priming the pod, the cannula looked to be broken.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.